Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that back flow was observed after filling a small volume infusor with medication. The back flow was observed out of the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: november 12, 2016 ¿ november 14, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.